Manufacturer narrative:
The returned device was evaluated. The driver tip was found twisted making it no longer functional; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the plug driver stripped during usage. There was no report of patient injury or surgical delay associated with this event.